Event description:
See initial report.

Manufacturer narrative:
Involved gas blender was manufactured in 2011 and a similar event was reported in 2022 which was solved by replacing the air mass flow sensor. Based on service activity results (no issue found), a defective hardware can be ruled out and the present event was most likely related to an improper gas supply or a user error. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Testing on the device was performed with calibrated test equipment: the flow and fio2 values were found to be within tolerance and satisfactory. No fault was found. Therefore, the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5: there was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in brighton, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender had a variation on flow from setpoint to actual during priming. There was no patient involvement.